Event description:
After an implantation period of approx. 47 months, it was reported that an alert of low rv sensing via homemonitoring was observed. Furthermore it was observed that during physical movement, oversensing marked as vf appears into rv iegm.

Manufacturer narrative:
This lead was explanted and replaced on (B)(6) 2020. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the recording period between (B)(6) 2019 and (B)(6) 2019, the rv sensing amplitude was intermittently recorded between 5.6 mv and greater than 20 mv. The right ventricular pacing impedance was initially recorded at 600 ohms before it abruptly rose onto greater than 3000 ohms in the beginning of (B)(6) 2019 and stayed at that level till the end of the recorded period. In the provided iegm episodes artifacts were visible in the rv channel. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
This lead was explanted and replaced on (B)(6) 2020. -